Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report, and did not require assistance from a third-party. Technical support assisted customer with resetting pump malfunction, confirmed that malfunction did not recur after reset, advised customer to continue using pump.